Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8967d hex driver and the head of the screw broke during use. Surgeon used a product from another manufacturers to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the tip of the device had broken. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.